Manufacturer narrative:
Follow-up #1 date of submission 10/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/05/2015 with the following findings: during a visual inspection of the pump there was evidence of moisture behind the display lens. The pump case was observed to be cracked near the upper right corner of the display lens. The battery compartment was also cracked. The pump failed a leak test due to both damaged areas. The pump cover was opened and moisture corrosion was found throughout the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was found behind the display screen and the pump had not been dropped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.